Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured a 2nd and 3rd time to see if the infold was significant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011936546); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, the valve was deployed at a depth of 3 mm and recaptured. Upon recapture, an infold in the valve frame was noted. Two more attempts were made to deploy the infolded valve; however, both attempts also resulted in recapture. Following the third recapture, the valve was withdrawn from the patient. Subsequently, a balloon aortic valvuloplasty was performed using a non-medtronic 22 mm balloon and a new valve was implanted in the patient. No additional adverse patient effects were reported.